Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that was reported that the patient ins has been overdischarged. The patient needs a MRI that is not due to a problem with their device/therapy, but it is due to symptoms that are related to their device/therapy. Additional information was received from a manufacturing representative (rep). It was reported that the patient had been hospitalized for unrelated reason and did not have their programmer with him. At the request of the hospital MRI staff the rep was asked to read the ins to put it in MRI mode. However, upon interrogating the battery this morning the device was found to be in an overdischarged stated. The patient stated he felt stimulation within the past few days, but unknown of the patient is a reliable historian. No further information was reported. Additional information was reported that the rep was unable to confirm if the patient had stimulation. There was no allegation of loss of stimulation. The ins still remains in the overdischarged state, and that will not be resolved at this time, per the managing neurosurgeon. No further information was reported. Additional information received from the manufacturing representative (rep) indicated that no additional attempts will be made to pull the ins out of overdischarge at this time. The provided information was confirmed with the account. No further complications were reported or anticipated.